Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery because the device was empty. A new ipp was implanted. There were no patient complications reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the device not inflating because it was empty. The device was removed and replaced with a new ipp. There were no patient complications reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the device not inlfating because it was empty. The device was removed and replaced with a new ipp. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders, pump and reservoir were visually and microscopically examined, and leak tested; the pump was also functionally tested. No anomalies were found with any of the components. Based on the information available and analysis results, the reported clinical observation of inflation anomaly and fluid leak were unable to be confirmed.